Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt's pump was loose in the pocket and was able to rotate up to 45 degrees. The pt stated that at the first refill, the pump was upside down. The pt did not experience any symptoms. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.